Event description:
It was reported that the right ventricular lead exhibited greater than 2000 ohms impedance. Clavicular crush was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.